Event description:
Noise identified. Threshold and impedance values are normal, but noise is confirmed by shoulder rotation. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead was capped on 03-oct-2024. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.